Event description:
The hosp representative reported an infusion pump with a failure code 500. The representative reported to baxter customer service that they have record of any pt incident invloving the pump since the last baxter service. There was no pt injury or medical intervention as a result of the failure. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code or the set up of the infusion device.